Manufacturer narrative:
Follow up report 003 ref natus complaint# (B)(4). Install date: 12-aug-2016. (B)(4) rev 65 risk analysis spreadsheet (ras) xltex eeg/psg, hazard ID 5.95, invalid calculation, incorrectly scored events, or missed events by the signal detectors / analyzers in neuroworks / sleepworks. Harm - clinically insignificant -- no diagnosis or treatment made from analyzer results the hazards identified have rba rating of negligible and are deemed broadly acceptable. These risks have been reviewed to determine if any further control measures may be implemented so as to further reduce the risk as far as possible. Risk outweighed by benefit of use of device. Engineering provided a failure investigation report, and recorded the details on qms-002413 rev 03. Root cause/probable root cause: dsa configuration changes that were introduced in version neuroworks 9.3. Recommended actions: defect nw-024803 was created. The issue will be addressed in future build of neuroworks. Faillure confirmed: yes investigation result code: neuro sbu/innacurate readings. Closure rationale: complalint verified, correction deferred to future product release. Complaint will be included in trending data for further review.

Event description:
Upgrade neuroworks 8.x acquisition software with spike / event and high res video - escalation - dsa analyzers not working. Customer reported issues with dsa analyzers - seizures happening on the right were showing on left side in dsa. Persyst was showing trends in right side. Customer confirmed channels in dsa were for left side. No patient harm.

Manufacturer narrative:
Follow up report 001 ref natus complaint# (B)(4). Per (B)(4) hazard ID 5.95, severity 0-negligible, risk level low a risk review is not required as this complaint does not describe a new failure mode or new harm and the existing hazard severity and/or probability of occurrence has not changed. Note included in software reference manual that the automatic analysis tools are intended to assist a physician or trained technologist and that the results of automatic analyses should always be reviewed for accuracy. Customer responded to questionnaire. - confirmed again there was no injury - event affected patient due to prolonged time needed for clipping files and curious anomolies in dsa trends - no medical intervention needed - procedure was for continuous eeg study - procedure was 24 hours - issue occuring since they had a site upgrade in january 2023 - issue occuring on all eeg acquisition machines at all sites engineering requested study from customer. The study was over 10gb in size. Requested suggestion from engineering in jira how to get copy of the study for evaluation. Engineering advised to clip/prune the study and try running dsa analyzer on it. Advised if possible to re-produce this issue with clipped copy that the whole study wouldn't be needed. 12-jul-2023 technical support remoted into customer system on 11-jul-2023 to clip the section of the study where dsa issue was experienced for engineering investigation (tpi-3518). The study clip was attached to the jira case in a .zip file. Further investigation to be carried out.

Event description:
Upgrade neuroworks 8.x acquisition software with spike / event and high res video - escalation - dsa analyzers not working. Customer reported issues with dsa analyzers - seizures happening on the right were showing on left side in dsa. Persyst was showing trends in right side. Customer confirmed channels in dsa were for left side. No patient harm.

Event description:
Upgrade neuroworks 8.x acquisition software with spike / event and high res video - escalation - dsa analyzers not working. Customer reported issues with dsa analyzers - seizures happening on the right were showing on left side in dsa. Persyst was showing trends in right side. Customer confirmed channels in dsa were for left side. No patient harm.

Manufacturer narrative:
Follow up report 002 ref natus complaint# (B)(4). Customer updated technical service that the issue was happening not just with trex headboxes, but with emu40 and connex brain monitor also. Engineering were updated that this issue was occuring on neuroworks version 9.3. Jira investigation update: engineering requested the following information needed from the customer: persyst configuration file, channels used in the dsa analyzer, trend profile/ dsa settings used in the trend. Two computers with nw 8.5 and nw 9.3 with persyst are ready for this investigation. Engineering followed up with persyst for investigation update. Engineer advised a defect was created to expedite the investigation. Waiting for defect number. Further investigation to be carried out.

Event description:
Upgrade neuroworks 8.x acquisition software with spike / event and high res video - escalation - dsa analyzers not working. Customer reported issues with dsa analyzers - seizures happening on the right were showing on left side in dsa. Persyst was showing trends in right side. Customer confirmed channels in dsa were for left side. No patient harm.

Manufacturer narrative:
Initial report ref natus complaint# (B)(4) install date: (B)(6) 2016 screenshots of the results were provided by the customer. Further investigation to be carried out. There are currently no CAPA's related to this issue. Per (B)(4) complaint histories are reviewed routinely per quality system requirements and any complaint trends are assessed and documented as part of these reviews.